Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous (4). Concurrent conditions included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and vertigo ("vertigo"). Essure was removed. At the time of the report, the medical device removal and vertigo outcome was unknown. The reporter considered medical device removal and vertigo to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post : vertigo and medical device removal . Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous (4). Concurrent conditions included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and vertigo ("vertigo"). Essure was removed. At the time of the report, the medical device removal and vertigo outcome was unknown. The reporter considered medical device removal and vertigo to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post : vertigo and medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.